Event description:
It was reported that during an unknown procedure, the device malfunctioned. It was impossible to activate the device. No further information is available. Another applier was used. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Misassembled hoop spring, damaged anti-backup. The analysis results found that the device was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to it was jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembly, the hoop spring was found misassembled and loose inside the device, jamming the firing mechanism. Although, was not possible determined what may have caused the finding, a possible cause is that the hoop spring was not properly assembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.